Manufacturer narrative:
(B)(6). Concomitant products: product ID: 8840, product type: programmer, physician. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving intrathecal therapy via an implantable pump. The drug, dose, and concentration were unknown. It was reported the hcp was having trouble and ¿could not get it to reprogram.¿ the hcp was not sure if the issue was with trying to enter info such as the dose or something else. There were no reported symptoms. There were no further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.